Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there are air bubbles inside of the reservoir that cannot be cleared. The customer's blood glucose reading was 178 mg/dl at the time of incident. The customer declined to troubleshoot and was advised to call back if the problem persists.